Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report # 3005099803-2024-02259, and 3005099803-2024-02285 for the associated device information. It was reported to boston scientific corporation that a hurricane rx dilatation balloon and naviflex rx delivery system were attempted to be used in the common bile duct (cbd) to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the rx tunnel (black segment or sheath) of the balloon (the subject of MFR. Report number 3005099803-2024-02259) detached inside the scope and a plastic stent got stuck. Photos provided by the customer showed a detached rx tunnel with the plastic stent. Additionally, the guide catheter (the subject of this report) broke in two separate pieces that did not detach inside the patient. The procedure was not completed due to these events and was reported to be rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Block h11: a hurricane rx dilatation balloon was returned with an advanix stent stuck within. This stent was the only piece of device that returned for analysis of the advanix-naxiflex device. Visual examination found the hurricane broken and kinked. No other damages were noticed with the returned devices. The reported events of catheter guide break and kinked could not be confirmed as the only piece of device that returned for analysis of the advanix-naxiflex was the stent. The part of the hurricane that returned was broken and kinked, this could have happened because of the difficulties of using both the hurricane and the advanix-naviflex at the same time for the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report # 3005099803-2024-02259 for the associated device information. It was reported to boston scientific corporation that a hurricane rx dilatation balloon and naviflex rx delivery system were attempted to be used in the common bile duct (cbd) to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2024. During the procedure, the rx tunnel (black segment or sheath) of the balloon (the subject of MFR. Report number 3005099803-2024-02259) detached inside the scope and a plastic stent got stuck. Photos provided by the customer showed a detached rx tunnel with the plastic stent. Additionally, the guide catheter (the subject of this report) broke in two separate pieces that did not detach inside the patient. The procedure was not completed due to these events and was reported to be rescheduled. There were no patient complications reported as a result of this event.